Manufacturer narrative:
D10 concomitant products: mcgrath 3.6v battery 340-000-000 - 340-000-000, lot#: h20042207 mcgrath 3.6v battery 340-000-000 - 340-000-000, lot#: h22060204, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was no screen or display issues. The power was kept on for 10 minutes and there were still no issues found. The other battery was tested, and at first the display did work. But, as the power was kept on, the display began to dim and eventually turned off. Water leakage was observed from the device¿s screen. It was reported that the light at the tip of the blade was still illuminated but the video laryngoscope's display turned off. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the light at the tip of the blade was still illuminated but the video laryngoscope's display turned off when attempted to provide patient airway, even after other batteries were tried. Immediately utilized igel intubation device and return of spontaneous circulation (rosc) was achieved. There was no patient harm.